Event description:
Disease: aneurysm. Used medicine1: ravonal, musculax, fentanest, forane. Eruption appears in 5 minutes after insertion. Used medicine2: steriod, ephedrone. Steriod was used when eruption appears. To decrease of blood pressure, ephedrone was used. Blood pressure was around 80. Additional details provided on the case: heparin was used when insertion the catheter. Saline 50ml + bisulase 1a 1cc + heparine. Doctor put heparin in the tray and absorbed it with syringe. Antisepsis method: used chlorhexidine gluconate (chlorhexidine + ethanol) suture: nylon. None of them were shocked, but the eruption, which resembled allergic symptom spread to the whole body from the insertion part.